Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the mitraclip passed the established final arm angle (efaa) but while removing the lock line the clip started to open (cowl). They were able to troubleshoot and reduce the angle, but the clip was deployed. An additional clip was then implanted to stabilize the cowl clip. The final mr was grade 2. There were no adverse patient effects or clinically significant delay reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed:type of investigation: 4118 type of investigation not yet determinedinvestigation findings: 3233 results pending completion of investigationinvestigation conclusions: 11 conclusion not yet available